Event description:
A consumer reported being unable to perform a test on their precision xtra blood glucose meter. They subsequently may have inappropriately mistreated themself with insulin causing a hyperglycemic event later that day requiring hospitalization. Further investigaion revealed that the consumer was using expired test strips with their meter.